Manufacturer narrative:
Updated d10: as product was received. The affected device has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device had error code 571.6240. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error code- 571.6240 has been confirmed due to a cable j3 to power board loosen up. It's possibly jarring during the transport. The front case was damaged. Replaced it a new front case assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 11sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to cable j3 to power board loosen up. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confir similar complaints with the same or related failure mode for this customer.

Event description:
Service: error code- 571.6240.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had error code 571.6240. No patient involvement.